Manufacturer narrative:
There were no broken battery tube threads noted on the insulin pump. However, the unit had cracked and bleeding lcd glass, minor scratches on the lcd window, cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump broke around the battery hatch, which was caused by the wear and tear of daily use. The patient's blood glucose at the time of incident was 192 mg/dl. The insulin pump was returned for analysis and a replacement device was shipped to the customer.